Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned.

Manufacturer narrative:
P-cap locked properly during testing. Pump passed self-test. All buttons function properly with exception of home button. Home button had intermittent failure. Moisture damage noted on keypad traces. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thump. The electronic assemblies were inspected, and moisture damage was observed. Unit was successfully downloaded to using thump. Stuck key alarm was verified on (B)(6) 2024 14:48:39.000. However no alarms during testing. Unit received with cracked lcd window, cracked case on battery side, battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay at select button, pillowing keypad overlay. Customer concern of keypad unresponsiveness was confirmed due to moisture damage found on keypad traces. Cosmetic damage was confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.